Event description:
It was reported that the device had early battery depletion due to high lv (left ventricular) output. The device was removed and replaced. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had early battery depletion due to high lv (left ventricular) output. The device was removed and replaced. The left ventricular lead remains in use. Follow-up was conducted and from the information obtained it was reported that the lv lead's threshold was high since implant, therefore this is not a new condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that due to the left ventricular (lv) lead's ongoing high thresholds and outputs, at the patient's current device changout the lv lead's outputs were decreased in order to increase battery life of the new device. The lead remains in use. No patient complications have been reported as a result of this event.